Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The physician was attempting to deliver a taxus express2 2.75x16mm drug eluting stent to the right coronary artery (rca). While trying to cross a lesion the stent became dislodged from the balloon. No patient complications were reported.